Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed a secondary probe wipe diluent leak and proceeded to adjust the probe wipe position to resolve the leak. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to the probe wipe which needed adjustment. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid leaked from the backwash probe wipe of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.